Event description:
Information was received from a consumer regarding a patient was who implanted for spinal pain. It was reported the patient's device had not been working since replacement surgery and it hasn't been effective. The patient was in an incredible amount of pain. It was later reported by a healthcare provider that the patient told them on (B)(6) 2016 that they thought their wires had become disconnected. The caller reported that it seemed like they would have to go back in.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient had not been contacted to schedule a visit with her healthcare professional at this time.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient had an appointment scheduled with her healthcare professional (hcp) for (B)(6) 2016. The hcp's office was to be sent a letter regarding the patient's device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.